Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 150 ml intravia empty containers were leaking from the base of the IV tubing port. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Underwater leak test was performed and noted a leak from the port seal for one of the devices. The reported condition was verified for one device. The cause is attributed to the material used during manufacturing. The other device had no issues. Should additional relevant information become available, a supplemental report will be submitted.